Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site and is experiencing shocking sensations. The investigation was unable to determine which lead attributed to the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: the "type of investigation" codes and the "investigation findings" code have been corrected in this report. The event of shocking was reported to abbott. The patient has been experiencing shocks from the stimulator. The patient felt a shock down their left leg during a chiropractic appointment. The patient currently does not have active therapy and will have the system removed at a later date. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported surgery took place on (B)(6) 2025 where the ipg was replaced without complications. Nothing was done to the leads. The patient has not reported/mentioned any more shocking since their ipg was replaced.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was explanted and replaced.